Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified in-stent restenosis. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm for 10 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.